Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to replicate the issue. The isi fse replaced the iesu as a precaution. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failure. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they were getting video interference on all screens when the monopolar energy was used. The customer stated they had changed out the instrument, the energy cable and swapped ports on the integrated electrosurgical unit (iesu) generator but the issue remained. The staff stated the bipolar had no issues. The tse reviewed the logs but found no related issues. The tse confirmed the iesu was plugged into a dedicated outlet. The tse recommended customer power cycle the iesu, but the issue remained. The tse asked if there were any other devices in the room with large magnets such as a CT machine, customer said they were not on currently. The staff elected to abort the robot portion of the case due to the issue and call ended. The procedure was converted to open surgery.